Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced high blood glucose of 467 mg/dl, 560 mg/dl and 270 mg/dl. He gave himself a manual bolus. The drive support cap appeared normal. There were no leaks but there was a bubble in the reservoir. The pump will not be returning for analysis. The infusion set and the reservoir will be returning for analysis.